Manufacturer narrative:
(B)(4). Guide wire: bmw, cordis edv. Inflation: indeflator. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on sem results and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous and 80% stenosed mid left anterior descending artery. A 2.5 x 15 mm trek was being used for pre-dilatation and pressurized to 12 atmospheres when the balloon ruptured. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.